Event description:
It was reported that the patient's system controller had aesthetic damage and no alarm. The controller would be exchanged on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of aesthetic damage to the system controller was unable to be confirmed. According to the account, the cause of the damage was unknown. The heartmate ii system controller (serial number (B)(6)) was not returned for analysis, and no photos of the damage were submitted for review. Provided information indicated that there were no alarms, and there was no concern about a failure to alarm by the controller. A controller exchange was performed, and the exchanged controller was disposed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii pocket controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU),, and the heartmate ii lvas patient handbook,are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 10 of the patient handbook, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the damage was not available. It was noted that this event did not create any alarms. There was not concern about a failure to alarm by the controller. The controller was exchanged.